Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl. The customer was offered troubleshooting and declined for high blood glucose. The customer stated that they did not think it was working we rushed her on the emergency room due to high blood glucose not using sensor that time due to communication issue. Customer did functionality tests with the insulin pump and it all passed. It was unknown if customer used auto mode feature at the time of event. The insulin pump will not be returned for analysis.